Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an unspecified "internal error 27689". There was no reported patient involvement.